Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "implanted without one haptic" (device or device component damaged by another device [injection system]). A surgeon reported that during surgery, the delivery system caused the phakic intraocular lens to be implanted without one haptic. The surgery was not completed during the same session, rather it was completed the next day during a secondary procedure. Additional info has been requested.

Manufacturer narrative:
The complaint products were not returned for analysis. Product history records could not be reviewed for the handpiece, because the rptr did not provide a lot number or any identification traceable to the mfg documentation. Product history records were reviewed for the monarch p cartridge and all documents indicate the product met release criteria and there have been no other complaints reported in the lot number. Additional info has been requested. (B)(4)